Event description:
Information received by medtronic indicated that the customer received a pump error 130. Troubleshooting was performed and found that the pump was exposed to a high magnetic environment. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test and displacement test.¿no harm requiring medical intervention was reported.¿the customer will continue using the insulin pump and will not be returned for analysis.